Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon fired the reload for the first firing of the sleeve gastrectomy. Everything was ok, but when the surgeon tried to pull back the knife, a part of the mechanism broke and it was impossible to reopen the reload. The reload has been extracted from the specimen by traction. The surgeon resected the tissue nearer from the bougie, so the tube was shorter than expected. The surgery time was extended by 45 minutes. The consequences of this surgery were simple, and uncomplicated until the night of (B)(6) (note an episode of vomiting on wednesday morning, which is common in this type of surgery). The pt was seen by the night nurse at 1am. She was in great shape. Her blood pressure and other parameters were normal. At 5 am, the nurse found the pt in asystole. She then called the intensive care unit who carried out an aggressive attempt at resuscitation with epinephrine and fibrinolysis but without success. The death of the pt was pronounced on (B)(6) 2011. The cause of death is most probably related to a massive pulmonary embolism. All the prejudices of uses have yet been met: low molecular weight heparin and compression stockings. The surgeon suggested an autopsy. A copy of any autopsy performed has been requested.

Manufacturer narrative:
(B)(4).